Event description:
It was reported that during an unknown procedure the staples were malformed (like 'v' type) after the second firing. Changed to another one found the jaws couldn't be open after the first firing. The surgeon used titanium staple to complete the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.the analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.(B)(4).